Event description:
It was reported that the insulin alarmed motor error during rewind. Troubleshooting was performed. It was stated that the device was rested for five minutes and a new battery was installed. It was stated that the insulin pump was attempted to rewind, but it kept alarming motor error. Performed a displacement test and the device did not pass the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.